Manufacturer narrative:
The device in question was discarded and will not be returned for evaluation. A review of the device history records revealed no irregularities during the manufacturer of reported lot number 3297478. Sterility were also reviewed and this batch passed the biological indicator test. Conclusion: without a sample, a root cause for this incident could not be determined. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after inserting a bd saf-t-intima 22 gauge x 0.75" IV catheter, the patient's skin developed red bumps. Per the report, a couple of days after the IV insertion what was thought to be phlebitis turned out to be an abscess and the patient was taken to the operating room for an incision and drainage surgery.